Manufacturer narrative:
The complaint that the set separated and leaked at the filter engagement was not confirmed; the product was not returned for failure investigation. A photo provided by the customer identified a black arrow pointing from the tubing to the micron filter outlet port where it appeared to have separated and leaked. The root cause of this failure was not identified as no product was returned.

Event description:
The customer reported that the bmt department uses the blue non-pvc tubing with a filter when infusing chemotherapy agents. During a blincyto chemotherapy infusion the tubing set separated at the connection to the filter, and leaked the medication onto the patient. The staff cleansed the patients skin that was exposed to the chemotherapy agent per their facility protocol. The blincyto infusion bag was disposed of and pharmacy made a new one. They continued to monitor the patient for any adverse effects from the chemotherapy agent exposure, however none were identified. The customer further states that the blue tubing "slips off" the filter at the connection site to the filter. There was no patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional patient information: diagnosis: relapsed all.

Event description:
The customer reported that the bmt department uses the blue non-pvc tubing with a filter when infusing chemotherapy agents. During a blincyto chemotherapy infusion the tubing set separated at the connection to the filter and leaked the medication onto the patient. The staff cleansed the patients skin that was exposed to the chemotherapy agent per their facility protocol. The blincyto infusion bag was disposed of and pharmacy made a new one. They continue to monitor the patient for any adverse effects from the chemotherapy agent exposure and found none noted at the time. The customer further states that the issue is that the blue tubing "slips off" the filter at the connecting engagement to the filter. There was no report of patient harm.